Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: there were multiple por events were observed in the b/box on (B)(6) 2016 associated with eaw 128 and 177 alarms. The pump was returned with a crack in the battery compartment from case seal traveling to bumper. Threads on the battery cap and on the battery compartment are stripped and are unable to secure- test cap was able to hold for testing. Pump exercised for 24 hours with no loss of power occurring. (B)(4).